Event description:
Reference number: (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced high blood glucose (bg) event on (B)(6) 2026. The blood glucose (bg) was high and treated with insulin via pump. The blood glucose (bg) was high for 3-4 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.